Event description:
Vaporizer was returned to the MFR with a note indicating that, during routine testing at installation, it was noted that there was either a problem with the interlock system or the unit had a "no output" alarm. No further info was available. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and it was found that the unit had the wrong lever platform installed during the assembly process, causing the exclusion pin to fall out. This is the first MDR within the last 12 months involving a tec 6 nad variant vaporizer wherein the cause was due to installation of a wrong lever platform. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 nad variant operation and maintenance manual.